Manufacturer narrative:
Based on the claim against the product by the customer noting fragment falling into the patient an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade near the blade base. The blade broke at roughly 0.270" from the base. The broken piece was returned, and no pieces were missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted the surgeon to reduce the pressure of the forceps mouth of the harmonic ace instrument. The instrument was removed and cleaned. However, when the instrument was used again, the mouth broke. The fragment was retrieved during the same procedure. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was removed by the surgeon and assistant through the use of the endoscope and assistant cannula. The assistant confirmed that all fragments were retrieved. There was no additional surgical procedure and no post operative tests required to remove the fragment. The surgeon believes the issue was caused by a quality problem.